Manufacturer narrative:
The implanting clinician assessed the patient at a follow-up appointment and found no signs of skin damage or injury to patient tissue. Patient reported loss of therapy to occur gradually over two days following the reported electrical activity. Investigation of the product documented in (B)(4) determined that the device was not affected by the contact with the gfci outlet. The waa transmitter was verified to meet specification. Investigation of the device was unable to replicate any issue, and no nonconformance's were found. Root cause is attributed to user error. Device history record was reviewed and there were no non-conformance's or issues which would have led to the failure of the device. The waa antenna could not be obtained for investigation. The waa may transmit rf at a maximum ~42dbm power level. This can be converted to ~28v into 50 ohms. Given the foam antenna insulation of the waa antenna, arcs or flash from the rf antenna are not possible at this voltage level. To get spark over/arc to occur, a voltage equivalent to 3 * insulation_thickness(mm) = ~ 1.5 kv (where thickness = 0.5 mm and assuming the standard 1 atm pressure @ 25degc) would be needed, at minimum. The device was verified to meet product specifications. The device was used for treatment of pain. The device cannot be traced as the source of the issue.

Event description:
On (B)(6) 2020, the patient reported arc flash, crackling sounds, and gfci outlet tripping after leaning the waa antenna over a gfci outlet while the device was powered on.